Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2016, (specific date not reported) in order to reposition the receiver stimulator, due to pain at the implant site. The implanted device remains insitu.